Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a sudden increase in shock impedance measurements from the 50-60 ohm range, to high out-of-range shock impedance measurements greater than 200 ohms. The patient was seen in clinic for troubleshooting. Additional information received indicated that successful defibrillation threshold (dft) testing was performed. This right ventricular (rv) defibrillation lead and ICD remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.